Event description:
Procedure type: gastrectomy. According to the reporter: consultant tried to fire the instrument but did not fire correctly. He thinks only one side of the staples fired correctly. He was firing across the stomach in an emergency. No real tissue injury and no blood loss at all. Another gun was taken from the shelf. The device fired partially with malformed staples and some staples missing at the distal end. The case was completed with ethicon tlc75, making a new resection on tissue. The operative time was not extended over 30 minutes. The pt is fine and discharged, no additional info.

Manufacturer narrative:
(B)(4).